Event description:
Falsely depressed sodium and potassium results were obtained on a patient sample. The results were reported to the physician. The sample was repeated and higher results were obtained. The patient was treated with intraveneous fluids. There was no report of adverse health consequences as a result of the falsely depressed sodium and potassium results.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed sodium and potassium results was specimen integrity. The IFU for dimension quiklyte integrated multisensor contains the following information: "sera or plasma separated from cells that are stored for several hours prior to analysis should beinspected for delayed fibrin clot formation. If delayed clot formation is detected or suspected, the sample should be recentrifuged before analysis." The instrument is performing within specifications. No further evaluation of the device is required.